Event description:
It was reported that at a device replacement procedure due to normal battery depletion, it was noted that this right ventricular (rv) lead exhibited a high, but still in-range shock impedance measurement of 118 ohms. A 41j commanded shock test was performed which gave a measurement of 123 ohms. The physician elected to surgically cap this rv lead and a replacement lead was subsequently implanted to resolve the event. The patient was stable with no additional adverse effects.